Manufacturer narrative:
He device was returned to olympus for evaluation. Upon inspection testing of the returned device, the phenomenon could not be confirmed. However, it was discovered, the curved rubber adhesive was missing, the angle fixing part of the operation part was loose, the video connector was broken, the video connector case was cracked and dirt difficult to remove was found on switch buttons 1-3. There were also scratches found on the operation part, up/down plate, video connector, video connector case, light guide connector and light guide cover glass. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex deflectable videoscope screen goes black and does not return. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. According to the reporter, the malfunction occurred during the pre-treatment inspection. A different device was used to complete the procedure and the treatment was not affected. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the internal circuit board of video connector or the system . Olympus will continue to monitor field performance for this device.